Event description:
A customer's mother called in 2007 regarding the ck ke message on their precision xtra meter. Customer services informed the customer that the ck ke message is a warning message to check ketones and that this message will appear with any reading greater than 300 mg/dl (or 16 mmol/l). Customer services also informed the customer that if the results remains above 300 mg/dl (16.7 mmol/l) to call their health care provider. The customer's mother called back thirteen days later and reported that she had called regarding the check ketones messages and received information that her daughters ketones were fine. She reports receiving a high reading and checking the ketones that were 2.8 mmol/l. Forty minutes later, she took her daughters blood sugar and it was 100 points lower and the ketones were 3.2 mmol/l. The customer's daughter had diarrhea, vomiting, and her chest hurt and was taken to the emergency room where she was diagnosed with dka.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.